Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 failed. As per part investigation, it was determined that there was fluid ingress that compromising the integrity of the assembly causing communication issues. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer 3.1 failed was confirmed by fse (field service engineer) and subsequently confirmed in the dchu inspection process. According to work order 02179832 fse reported that main drawer 3 failed. Lights to board but no communication. Replaced half height pyxibus module controller. Visual inspection was assessed revealing signs of fluid ingress near certain solder joints. Dchu laboratory testing was not conducted due to the findings of fluid ingress on pcba pmc hh. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the reported drawer 3.1 failed was due to fluid ingress that compromising the integrity of the assembly causing communication issues with the system.